Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the coating on the tip of the synchroseal instrument had a crack in it. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the jaw cover was visibly damaged and arcing was not observed. The customer immediately opened a new synchroseal handpiece to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.